Event description:
Received via medwatch report: (B)(4). During laparoscopic removal of ovarian cyst the tip of the grasper broke off inside the patient's abdomen. Both jaws of the grasper broke off individually. The surgeon was able to retrieve the broken pieces and remove them. Additional information requested. Per facility contact: all available information was provided in the medwatch report.